Manufacturer narrative:
Methods, results, and conclusions: the device was not returned to 3m espe, therefore, no evaluation could be conducted.

Event description:
On 05/11/2011, 3m espe was notified that during placement of dental implants on (B)(6) 2011, the subject drill broke in the patient's mandible. The dentist made an incision and removed the broken piece of the drill.